Event description:
It was reported that a systemic infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and an internal jugular vein lead and temporary external ICD system were placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.